Event description:
It was reported that the t' was properly positioned behind the capsule but the suture detached from the t' when the surgeon was tightening the knot. No t' was visible in the joint. It was confirmed that the problem occurred with two different devices during this procedure. The surgeon used two different lots and it could not be determined which lot has the problem. A total of three devices were used during this case. It was confirmed that all 4 t's from the two devices remain behind the capsule in the pt's knee. The surgeon experienced a minimal delay. No pt injury or complications resulted.